Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. The customer reported issue was confirmed. Visual inspection was performed and the device was found to have a broken tip. As a result, the inner lumen attached to the distal tip was dislodged and found completely detached from the instrument. No material appeared to be missing. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the suction irrigator came off and fell inside the patient's anatomy upon pulling the suction irrigator out of the patient through the canula. The site successfully removed the fragment during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.